Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).

Event description:
It was reported the patient had an overstimulation sensation and they got a jolt. It was noted the patient had a one-time event of stimulation being too strong after doing yard work. It was further noted that when the patient went inside their house and turned the implantable neurostimulator (ins) on, it was way too strong and they turned the ins off. The reporter stated that they turned stimulation on later that day it felt normal. The reporter further stated the patient did not have any other stimulation changes. It was noted the patient had good therapeutic effect and has had no similar episodes either before or after. It was further noted that impedance testing was done. It was noted the patient had effective therapy, they were doing well, and they were happy with the ins. It was noted the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.